Event description:
While visiting customer on a sales courtesy call, customer commented that they had no alarms on monitors. The co found that the bedside alarms had been turned off and that the display at the central had been replaced by a monitor with no speakers. The co assisted the customer in moving an unused mvws display (with speakers) to the ER and hooking it up. The co verified that the alarms now worked.